Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 599 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer mentioned being thirsty related to high blood glucose level. Customer was not using the auto mode feature at the time of high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 599 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer mentioned symptoms such as thirty related to high blood glucose level. Customer stated that the auto mode feature was active and automatically adjusting insulin at time of high blood glucose level. The insulin pump will not be returned for analysis.